Manufacturer narrative:
This report is being amended to reflect changes. No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time,

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00383.

Event description:
It was reported that the patient was patient underwent a revision procedure due to massive bone loss. No additional information is available form this event